Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4111, 4114 and 4119. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for an unknown period of time prior to loosening. The reported event could not be recreated due to the nature of the dental device and event (loosening). The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information for the unknown device reported. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (component loosening) or product (zimmer screw). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text: device not returned.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Medical product- tsvtwb13, imp,tsv,4.7,13,mtx,mg, lot# 62710451. First/given unknown / not provided. PMA/510(k) number not available. It is unknown at this time if the product will be returned, however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was loose at tooth #19 and was tightened. No additional information was provided.